Event description:
It was reported that after a miniarc was implanted, the patient developed hives and was concerned it could be a reaction to the device. The widespread hives appeared on her extremities 2 weeks after implant, but also a week after receiving a course of antibiotics. The patient was seeing an allergist, who was planning a patch test. The hives have continued as of (B)(6) 2016, but with much less severity. Two post-operative exams have shown excellent healing with no erosion, no tenderness, and no signs of inflammation. No further patient complications were reported.